Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported rupture against the right device. Healthcare professional later reported "pain" and "unechoic free fluid around implant" via us report. The event of "multiple unechioc cystic nodule" is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to confirm as it is a medical event not related to the device. Lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. Rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification) and opening striated assessed as to surgical damage. Additional observations: crease flat observed in the device.

Event description:
Health professional reported rupture against the right device. Healthcare professional later reported "pain" and "unechoic free fluid around implant" via us report. The event of "multiple unechioc cystic nodule" is not device related. Device has been explanted and replaced.